Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 the reported event is confirmed. Visual examination of the provided photos/returned product found a hair-like debris sealed within the sterile packaging. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that there was hairlike debris in the sterile packaging. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.